Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were was walking home, received shock therapy from their implantable cardioverter defibrillator (ICD), and fell to the ground. Follow up was conducted with the patient's clinic and was unsuccessful. It is unknown if the therapy was appropriate or inappropriate. The device remains in use. No further patient complications have been reported as a result of this event.